Manufacturer narrative:
Device alarmed motor error during basic occlusion test due to faulty force sensor resistor. Unable to perform basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test due to motor error alarm. However, device passed rewind test and displacement test. Motor passed motor test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose and the insulin pump had received motor error alarm. The customer's blood glucose was 443 mg/dl. The customer reports drive support cap appears to be normal. The customer did not report motor position encoder alarm. Troubleshooting was performed for motor error alarm and was able to successfully clear the alarm. Customer was unable to complete pump rewind. The customer declined further troubleshooting for high blood glucose. Advised to discontinue use of the pump and revert to a back-up plan. Advised the pump will need to be replaced. The insulin pump will be returned for analysis.